Event description:
While waiting in hall by or to return to ICU, the ivent stopped working. The patient was removed from the ventilator and begin bagging with oxygen in line. The patient was in no danger. Vitals were stable. Therapist bagged the patient back to ICU.